Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The blood glucose level was unknown at the time of incident. The troubleshooting was performed and they were clear the alarm and complete the rewind. The customer also reported that the alarm was reoccurred after the battery was changed. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted.